Manufacturer narrative:
Continuation of d10: product ID 977c265 (serial: (B)(6)); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implant experienced a return of pain, loss of therapy, inability to increase stimulation intensity on the remote, and loss of stimulation. Impedance testing revealed that electrode 13 had a high impedance value of 34840. Electrode 13 was being used for therapy on group a. Troubleshooting involved switching therapy to electrodes 12 and 14, which had normal impedance values. After reprogramming, the patient was able to increase stimulation intensities using the remote and could perceive stimulation working again.